Event description:
The customer reported falsely depressed alinity I tsh results for 4 patient specimens while running on the alinity I processing module. The following data was provided: sid (B)(6): < 0.0083 uiu/ml; repeat on roche: 1.82 miu/ml. Sid (B)(6): < 0.0083 uiu/ml; repeat on roche: 3.82 miu/ml. Sid (B)(6): < 0.0083 uiu/ml; repeat on alinity I: 8.4518 uiu/ml. Sid (B)(6): < 0.0083 uiu/ml; repeat on roche: 5.35 miu/ml. The customer observed a volume discrepancy for the pre-trigger solution and the reservoir bottle was empty. The field service representative replaced the alinity ci buffer level sensor and the replacement resolved the issue. There was no impact to patient management reported.

Manufacturer narrative:
This event was initially reported on 01mar2023 under the alinity I processing module, ln 03r65-01, MFR # (B)(4). On 07mar2023 the likely cause was changed to the alinity ci buffer level sensor, list number 04s68-02, and therefore all further information will be provided under this report. Complete information for patient identifier: (B)(6). All available patient information was included. Additional patient details are not available. Complete information for section h9: correction/removal number: 3002809144-09/18/19-008-c. Further investigation into this issue found that results could have been impacted by the alinity bulk solution level sensor on the alinity I instrument, in which the sensor inaccurately detects the float position due to a leak. The float sensor may result in a failure to properly monitor bulk solutions inventory which could impact the intended contents of the reaction mixture and create the potential for incorrect patient results. A previous product correction letter was issued to all worldwide customers with installed alinity I processing modules. The necessary actions outlined in the previously issued product correction apply to both issues: a) discontinue reporting results until troubleshooting is complete b) provide instruction for inspecting the alinity ci series bulk solution level sensors and the actions to take if a crack is found and c) if the level sensor is not cracked, to reference the alinity ci series operations manual for instructions on troubleshooting for the specific message code. The customer is also provided with specific instructions on how to perform weekly maintenance of the alinity ci series bulk solution level sensor.